Event description:
It was reported that the customer experienced high blood glucose levels and that the one touch was not communicating with the insulin pump. The blood glucose reading was 213 mg/dl. The customer stated that she kept receiving a check blood glucose prompt. She complained of nausea, treating with the insulin pump and also had a meal. Upon troubleshooting, it was found that the customer had her meter communication set to off. She was able to resolve the issue. The blood glucose reading lowered to 118 mg/dl. Insulin exited the tubing during manual prime and no leaks were observed. Unable to complete troubleshooting due to lack of tubing clamp. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.